Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20306224, expiration date 06/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller tested 4.1 inr on coaguchek xs system 1 and result of 3.0 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20306224, expiration date 06/30/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2. Received back an empty vial.